Event description:
It was reported that the pt's device was explanted due to the need for an MRI. It was also reported that the lead was fractured. The pt was in good status and planned to have the device replaced. Add'l info was requested.

Manufacturer narrative:
(B)(4).